Event description:
Customer reporting 5 false positive sars results for 1 male asymptomatic patient teseted as part of regular screening (off-label use at the time of report). Confirmation testing done with pcr resulted negative. The same patient had tested negative two days prior during routine screening. Others in contact with the patient received conflicting positive and negative results around the same time frame. Additional mdrs to be filed for each event.

Manufacturer narrative:
Investigation summary: a review of the DHR found that lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.